Event description:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female] , lower back pain [low back pain] , right-sided lumbosciatica / scitica [lumbosciatica] , herniated disc suspected [herniated disc] , swelling [swelling] , inflammation of the wrist [joint inflammation] , synovitis [synovitis] , burnout [burnout syndrome] , hip pain [pain in hip] , osteoarthritis [osteoarthritis] , moderate bilateral coxarthrosis [coxarthrosis], muscle and joint pain [arthromyalgia] , receding gums [gum recession] , edema [edema] , significantly impacting her daily life [impaired quality of life] , multi metal poisoning [heavy metal poisoning], severe right lumbosacral radiculopathy [lumbosacral radiculopathy] , fruralgia [fibromyalgia] , spinal pain [spinal pain] , right hip stiffness [stiffness hip] , sick leave [sick leave] , fatigue [fatigue] , depressive episodes [recurrent depressive disorder] , exhausted mentally [mental exhaustion] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (1997, 2005 and 2009.), multiple cesarean sections and appendectomy. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), back pain ("lower back pain"), sciatica ("right-sided lumbosciatica / scitica"), intervertebral disc protrusion ("herniated disc suspected"), swelling ("swelling"), arthritis ("inflammation of the wrist"), synovitis ("synovitis"), burnout syndrome ("burnout"), pain in hip ("hip pain"), osteoarthritis ("osteoarthritis"), coxarthrosis ("moderate bilateral coxarthrosis"), arthromyalgia ("muscle and joint pain"), gingival recession ("receding gums"), oedema ("edema"), impaired quality of life ("significantly impacting her daily life"), metal poisoning ("multi metal poisoning"), lumbosacral radiculopathy ("severe right lumbosacral radiculopathy"), fibromyalgia ("fruralgia"), spinal pain ("spinal pain"), joint stiffness ("right hip stiffness"), sick leave ("sick leave"), fatigue ("fatigue"), depression ("depressive episodes") and mental fatigue ("exhausted mentally"). The patient was treated with pregabalin ab, effexor (venlafaxine hydrochloride) and alprazolams as well as surgery (craniectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2026. At the time of the report, the osteoarthritis had not resolved. The outcomes for pelvic pain, back pain, sciatica, intervertebral disc protrusion, swelling, arthritis, synovitis, burnout syndrome, pain in hip, arthromyalgia, gingival recession, oedema, impaired quality of life, metal poisoning, lumbosacral radiculopathy, fibromyalgia, spinal pain, joint stiffness, fatigue, depression and mental fatigue were unknown. The reporter considered pain in hip, arthromyalgia, arthritis, back pain, burnout syndrome, depression, fatigue, fibromyalgia, gingival recession, impaired quality of life, intervertebral disc protrusion, joint stiffness, lumbosacral radiculopathy, mental fatigue, metal poisoning, oedema, osteoarthritis, coxarthrosis, pelvic pain, sciatica, sick leave, spinal pain, swelling and synovitis to be related to essure administration. The reporter commented: these disorders profoundly disrupted her personal life, preventing her from fully enjoying her children, and she went through depressive episodes and burnout, consequences of accumulated fatigue and persistent pain that exhausted her physically and mentally. On the professional front, she was placed on sick leave intermittently between 2020 and 2026. She was dismissed for incapacity in 2023, as her persistent pain rendered her unable to perform her work. Furthermore, she had been recognized as a disabled worker by the since 2023 due to the numerous debilitating pains she experienced following the implantation of her implants. Diagnostic results (normal ranges are provided in parenthesis if available): [arthrogram] on (B)(6) 2025: hese examinations confirmed the presence of osteoarthritis: viscosupplementation of the right hip was performed without incident [computerised tomogram] on (B)(6) 2025: the procedure was carried out without complications: a right l4-l5 epidural injection under CT guidance was performed without incident. [Hair metal test] on (B)(6) 2025: to test for the presence of heavy metals. The test revealed contamination with barium, strontium, and silver [magnetic resonance imaging] on (B)(6) 2024: to severe right-sided lumbosciatica, with a herniated disc suspected. However, the results were reassuring: a small 3 mm herniated formation in the right mediolateral l4-l5 region. [X-ray] on (B)(6) 2025: the assessment revealed moderate osteoarthritis: moderate bilateral coxarthrosis, but more pronounced in the upper outer region on the right. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female]. Lower back pain [low back pain]. Right-sided lumbosciatica / scitica [lumbosciatica]. Herniated disc suspected [herniated disc]. Swelling [swelling]. Inflammation of the wrist [joint inflammation]. Synovitis [synovitis]. Burnout [burnout syndrome]. Hip pain [pain in hip]. Osteoarthritis [osteoarthritis]. Moderate bilateral coxarthrosis [coxarthrosis]. Muscle and joint pain [arthromyalgia]. Receding gums [gum recession]. Edema [edema]. Significantly impacting her daily life [impaired quality of life]. Multi metal poisoning [heavy metal poisoning]. Severe right lumbosacral radiculopathy [lumbosacral radiculopathy]. Fruralgia [fibromyalgia]. Spinal pain [spinal pain]. Right hip stiffness [stiffness hip]. Sick leave [sick leave]. Fatigue [fatigue]. Depressive episodes [recurrent depressive disorder]. Exhausted mentally [mental exhaustion]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (1997, 2005 and 2009.), multiple cesarean sections and appendectomy. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), back pain ("lower back pain"), sciatica ("right-sided lumbosciatica / scitica"), intervertebral disc protrusion ("herniated disc suspected"), swelling ("swelling"), arthritis ("inflammation of the wrist"), synovitis ("synovitis"), burnout syndrome ("burnout"), pain in hip ("hip pain"), osteoarthritis ("osteoarthritis"), coxarthrosis ("moderate bilateral coxarthrosis"), arthromyalgia ("muscle and joint pain"), gingival recession ("receding gums"), oedema ("edema"), impaired quality of life ("significantly impacting her daily life"), metal poisoning ("multi metal poisoning"), lumbosacral radiculopathy ("severe right lumbosacral radiculopathy"), fibromyalgia ("fruralgia"), spinal pain ("spinal pain"), joint stiffness ("right hip stiffness"), sick leave ("sick leave"), fatigue ("fatigue"), depression ("depressive episodes") and mental fatigue ("exhausted mentally"). The patient was treated with pregabalin ab, effexor (venlafaxine hydrochloride) and alprazolams as well as surgery (craniectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2026. At the time of the report, the osteoarthritis had not resolved. The outcomes for pelvic pain, back pain, sciatica, intervertebral disc protrusion, swelling, arthritis, synovitis, burnout syndrome, pain in hip, arthromyalgia, gingival recession, oedema, impaired quality of life, metal poisoning, lumbosacral radiculopathy, fibromyalgia, spinal pain, joint stiffness, fatigue, depression and mental fatigue were unknown. The reporter considered pain in hip, arthromyalgia, arthritis, back pain, burnout syndrome, depression, fatigue, fibromyalgia, gingival recession, impaired quality of life, intervertebral disc protrusion, joint stiffness, lumbosacral radiculopathy, mental fatigue, metal poisoning, oedema, osteoarthritis, coxarthrosis, pelvic pain, sciatica, sick leave, spinal pain, swelling and synovitis to be related to essure administration. The reporter commented: these disorders profoundly disrupted her personal life, preventing her from fully enjoying her children, and she went through depressive episodes and burnout, consequences of accumulated fatigue and persistent pain that exhausted her physically and mentally on the professional front, she was placed on sick leave intermittently between 2020 and 2026. She was dismissed for incapacity in 2023, as her persistent pain rendered her unable to perform her work. Furthermore, she had been recognized as a disabled worker by the since 2023 due to the numerous debilitating pains she experienced following the implantation of her implants. Diagnostic results (normal ranges are provided in parenthesis if available): [arthrogram] on (B)(6) 2025: hese examinations confirmed the presence of osteoarthritis: viscosupplementation of the right hip was performed without incident [computerised tomogram] on (B)(6) 2025: the procedure was carried out without complications: a right l4-l5 epidural injection under CT guidance was performed without incident. [Hair metal test] on (B)(6) 2025: to test for the presence of heavy metals. The test revealed contamination with barium, strontium, and silver [magnetic resonance imaging] on (B)(6) 2024: to severe right-sided lumbosciatica, with a herniated disc suspected. However, the results were reassuring: a small 3 mm herniated formation in the right mediolateral l4-l5 region. [X-ray] on (B)(6) 2025: the assessment revealed moderate osteoarthritis: moderate bilateral coxarthrosis, but more pronounced in the upper outer region on the right. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.